Event description:
It was reported by the customer that the patient attend (B)(6) for chemo treatment today has diagnosed dvt yesterday but PICC look like normal and consultant is happy to start chemotherapy and today check the PICC line that is flushed well and venous return is good and started with doxorubicin he complaint about kind of heavy feel and pressure inside still venous return was good inform the doctor he is happy to continue and had chat with patient informed him to discomfort due to the thrombosis he is on injection enoxaparin that can sorted issues then continue with the chemotherapy and double checked the line with another staff nurse venous return was present flushed well then started another one vinbastin for 5 minutes he complaint about the pain again so everything stopped then consulted send him for radiography and treated as exravasation. Patient required intervention by plastic surgery. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that the patient attend (B)(6) for chemo treatment today has diagnosed dvt yesterday but PICC look like normal and consultant is happy to start chemotherapy and today check the PICC line that is flushed well and venous return is good and started with doxorubicin he complaint about kind of heavy feel and pressure inside still venous return was good inform the doctor he is happy to continue and had chat with patient informed him to discomfort due to the thrombosis he is on injection enoxaparin that can sorted issues then continue with the chemotherapy and double checked the line with another staff nurse venous return was present flushed well then started another one vinblastin for 5 minuets he complaint about the pain again so everything stopped then consulted send him for radiography and treated as extravasation. Patient required intervention by plastic surgery. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 9 cm and 10 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material. Buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.